Event description:
Reporter alleged obtaining a discrepant blood glucose result of 193 mg/dl back to back with a result of 83 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that he no longer has the strips used, and so no product will be returned for evaluation.